Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received hardware low level failure alarm and frozen display. The customer's blood glucose was unknown at the time of incident. Customer removed the battery and insert battery alarm was displayed on the screen of the insulin pump. The customer stated that all the buttons were responding. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was not performed for hardware low level failure alarm. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures error confirmed in device history due to broken trace on keypad assembly.